Event description:
The reporter indicated the surgeon inserted a (B)(4) collamer aspheric single piece lens and the lens tore. The incision was enlarged to remove the lens and another same model lens was implanted. Sutures were not required.

Manufacturer narrative:
(B)(4). Eval: method - (other) -lens work order search. Results: (other) - a lens work order search was performed and one similar complaint was found within the work order. Conclusions: (no conclusion can be drawn) - based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Evaluation results: visual inspection of the returned product found the lens optic and both haptics torn, with pieces torn off and missing. The lens was returned in liquid.